Event description:
It was reported that resistance was felt when filling multiple cartridges during the load sequence. Customer¿s blood glucose level was "high", however, a specific bg value was not provided. Customer changed the cartridge and syringe needle to resolve the issue.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.